Manufacturer narrative:
The final device was evaluated and the issue was confirmed; there were broken damaged components. The device was repaired and returned.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the fowler was stuck. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. One device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. One device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the fowler was stuck. There was no patient involvement.